Event description:
Infutronix received a report that a pump powered off on its own without warning.

Manufacturer narrative:
Complaint evaluation was completed on 5/28/2024. The pump was tested with the testing protocol for battery and power complaints. The pump's event log was pulled as part of the evaluation and upon review it was noted that there was no evidence of an abrupt power off found in the log, as reported by the end user. An abrupt power off can usually be seen in the pump's event log by the "log_event_on" code without an "log_event_off" code before it, meaning that the pump powered off on its own, but there were no instances of this found in the log. A 100 ml infusion was ran on the pump using the end user's parameters of a 46 hour infusion. The infusion ran for 100 ml at a rate of 2.2 ml per hour. The infusion was successfully completed and the pump did not power off abruptly before finishing. Upon further evaluation there were no loose connections or components inside of the device, which could have contributed to the reported malfunction. Functional testing did not confirm the reported condition and was unable to be duplicated. Reported issue not found, device does meet specification. A CAPA has been opened in order to fully investigate and address the root causes of the reported event.